Manufacturer narrative:
The following devices were also listed in this report: delta v-40 ceramic head 36/+2,5; cat# 6570-0-536; lot # 64897301; exeter v40 stem 50mm no 1; cat# 0580-1-501; lot# g7344423. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision implant sheet that patient's left hip was revised. A 36e 0° liner and 36 +2.5 ceramic head were revised to a 36e 0° liner and a 36 +5 ceramic head with a screw additionally implanted. Update (B)(6) 2018: rep reported the patient was revised due to an infection which was not resolved from previous revision on (B)(6) 2018 (rep is unaware if infection was clinically confirmed or if the infecting microorganism was identified). The head and liner were revised. The screw on the revision implant sheet was used to remove the old liner and was not implanted.